Event description:
It was reported that two episodes of ventricular fibrillation were detected due to noise. Lead damage was suspected. Decreased of r wave amplitude was also observed. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
(B)(4).